Event description:
It was reported while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was low draw of a tube with blood. There were no health consequences or impacts reported.

Manufacturer narrative:
The MDR submitted with MFR report #: 1917413-2024-00136 was submitted with the incorrect site registration number. This MDR is now void and an MDR with the correct site registration number will be submitted.

Manufacturer narrative:
D2b. Medical device type: additional medical device type: jka. D4. Medical device lot#: unknown. D4. Medical device expiration date: unknown. There were multiple 510k numbers reported to be involved. The additional number is as follows: g.5. PMA / 510(k)#: k213670. H3. A device evaluation and or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed. H4. Device manufacture date: unknown.

Event description:
It was reported while using the bd vacutainer® k2 edta (k2e) 5.4mg blood collection tubes there was low draw of a tube with blood. There were no health consequences or impacts reported.